Event description:
(B) (4)

Event description:
It was reported that the battery displayed low voltage earlier than predicted, and eri (elective replacement indicator) was not triggered. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis found the battery had higher than expected internal resistance which caused incorrect rtt (real time telemetry) battery voltage measurements.